Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction/sacral nerve stim and urge incontinence. It was reported that the patient needed to know if they could have an MRI. The therapy was not working as well as it had a year ago. It was still considerable help. Every time they stood up, they wet themselves. The stimulation had been too high and had not been helping at all. They were wetting and peeing all the time. They turned it up, and it was too much. They called the doctor, and the doctor called the manufacturing representative (rep), who then contacted the patient. They met the patient at the doctor's office. The rep changed the program, and then it was working well. The rep had found out about the therapy not working about 2-3-4 months ago. They mentioned that the device stuck out a little bit. Initially, it had been more under the skin, but now it had moved. They mentioned that it felt like a long wire; they had noticed it about 3-4 months ago. The caller was guided through putting the device into MRI mode..